Event description:
User received erroneous gentamicin results for one patient sample. Initial result of 3.1 ug/ml was reported. This was considered a critical result and was called to the facility that it came from. User reran sample in duplicate and got 2.4 and 2.2 ug/ml. User repeated the sample again after performing qc got 1.1 ug/ml. User decided to correct the result that he initially called and used the result of 0.9 mg/ml from another analyzer on the corrected report. There was no resulting treatment received based on this incident. The field service representative determined there was a problem with the reagent cassette and noted after it was changed, all qc and patient results came back into expected range. Performance tests were performed.